Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts through the central portion of the crimped stent were damaged, stretched slightly & lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance when advancing the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 04-feb-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending (lad) artery. Predilation was performed with an unspecified balloon. A promus element plus 3.00x20mm stent was advanced to the lesion but was unable to cross the lesion. The physician removed the device from the patient. No complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.